Event description:
Reporter initially noted surgeon saw fine particles of metal on the screen. Managed to remove these and completed surgery without any pt harm. Additional info received from surgeon on 01/08/2004: noted metal particles were partially removed. Unknown if there is any damage to the eye at this time.